Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 buffered glucose test solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm adhesive anomaly on opened/used sensors. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had calibration not accepted and change sensor alert. The customer had low blood glucose level of 40 mg/dl. The customer treated with sugar cookies. The customer stated that tape was not sticking. The customer declined to troubleshoot for low blood glucose. The sensor will not be returned and insulin pump will be returned for analysis.